Event description:
Patient was here for a savi placement under ultrasound today [redacted]. Once the patient was taken to the post savi images, they noticed the savi had not deployed.  The procedure was repeated with a successful savi placement.